Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not boot, although it did boot after the software was reloaded. The programmer was found to have internal contamination.

Event description:
It was reported that the programmer would not boot up after a software update. The programmer has been returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.